Manufacturer narrative:
This product was evaluated and repaired by an independent repair center.  Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit alarms are not functional. The key failure is the pilot valve is leaking. Additional malfunction identified on the irs is a defective power switch (aka on/off switch) that short circuited with no alarm.&#2068;he reason for repair non-functioning alarm issue is a reportable event which is the basis of this FDA report.